Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. The patient had a previous gynecological procedure on (B)(6) 2007 and a tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was reported that patient underwent a mesh removal on (B)(6) 2007, (B)(6) 2008. No new/additional information was included. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent a mesh removal on (B)(6) 2007, (B)(6) 2008. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior/posterior prolapse and cystoscopy due to cystocele, rectocele, urethra hypermobility and underwent mesh removal on (B)(6) 2013 due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and mesh was implanted into the patient. No clarifying information was provided. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.